Event description:
Updating summary : customer experienced low blood glucose with unknown value. Customer states her pump might not be working because she can only use 120u of the reservoir.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer was treated by ems for alleged low bgs, over delivery anomaly and insulin flow block alarm on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. Possible over delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, faded/peeling serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 06:16:54.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6.5 bolusamountdelivered = 6.5 (B)(6) /2023 16:20:38.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 28.2 dailytotalofbasalinsulindelivered = 19.2 dailytotalofbolusinsulindelivered = 9 there were no "no delivery alarm" listed on the event date (B)(6) 2023 in the pump history file. Please see below for the pump errors/alarms noted 1 week prior to the event date 27-(B)(6) 2023 in the pump history file. (B)(6) 2023 07:40:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6) 2023 07:41:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose and reported possible over delivery. The customer stated that the insulin pump was not working and also received an insulin flow block alarm. The customer reported weakness as a symptom. Troubleshooting was performed and found that the customer treated the low blood glucose event with food and emergency medical service had to come. It was found that the customer was using the insulin pump within 48 hours of the reported event. The customer was alleging that the pump was over-delivering as the customer was low and emergency medical service had to come. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.